Event description:
It was reported that the patient's pump and catheter were replaced. The pump was replaced due to nearing end of life and they decided to replace the catheter at the time as well. It was also reported that the old catheter may not have been the proper position. There were no current issues to report with the infusion system. The device system was used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the doctor tried to aspirate the catheter during the pump replacement surgery and ¿got nothing¿, so the doctor replaced the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot# l62595, product type: catheter. (B)(4).